Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three returned samples of the reported lot. The results were satisfactory and within specification. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed one other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the returned samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Cement set within 6 min of mixing. The prothesis was not able to be fully inserted. The cement was kept in a temperature controlled environment of 22 degrees prior to use.

Event description:
Cement set within 6 min of mixing. The prothesis was not able to be fully inserted. The cement was kept in a temperature controlled environment of 22 degrees prior to use.